Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was reprogrammed from unipolar to the bipolar configuration and the noise issue was resolved. The patient's condition was fine.